Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse spoke on the phone with the customer, lead them through troubleshooting communication issues between rps and instrument. Rps computer communications has failed. Fse ordered new rps pc. Fse was dispatched and on 26-apr-2016 and 27-apr-2017 checked settings on rps, analyzer, reloaded software on rps, updated software on analyzer from 5.20 to 5.23 - issue persists. Replaced rps pc, matched settings, tested transmitt of results to rps pc and to lis - passed. The most probable cause of the reported event was an rps pc failure. The serial number of the g8 analyzer installed at this account (12130303) was extracted from the instalation date of the device file.

Event description:
On (B)(6) 2016 the customer reported the g8 is not sending results to the rps with their hlc-723g8 analyzer. Customer reported that g8 is not transmitting to the rps during the middle of a run and rps is not transmitting to the lis. Customer reported getting errors 347 and 640 query not found. Rebooted the g8 and rps 2x. Query on the rps and query on the g8 are the correct settings but still getting 347 and 640 query not found. The g8 is not sending results to the rps. Can run the g8 with query turn off but nothing transmitts to the rps or the lis. Checked cables - nothing un-plugged. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results.there was no indication of patient intervention or adverse health consequences due to the delay in reporting.